Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression and the outer insulation of the lead was extrinsically cut, but not breached. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular lead had dislodged from the original position and caused phrenic nerve stimulation and high thresholds. Repositioning of the lead was attempted, however the patient experienced shortness of breath and the lead was removed and abandoned due to a possible vein dissection while cannulating the coronary sinus os. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.